Manufacturer narrative:
Additional information, b5: upon follow up it was reported the (previously reported) unspecified infection was determined to be a urinary tract infection (uti). The nurse reported the uti caused peritonitis. It was further reported the patient went untreated for a long period of time for the uti which then infected the patient¿s peritoneum. The nurse does not believe the uti was related to the minicaps. The patient was treated with antibiotics however, the peritonitis remained unresolved. It was reported the cause of death was due to cardiac arrest. Based on additional information received, the minicap was determined not to be a factor in the reported adverse event. Correction: this report is a duplicate of manufacturer report number MFR report # 1416980-2023-01360. All information can be found under manufacturer report number MFR report # 1416980-2023-01360. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/22 to 11/04/22. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The caregiver reported the patient used eight out of the recalled minicaps approximately two months prior to receipt of this report. Subsequently, the patient was diagnosed with an unspecified infection. It was not reported if the patient was hospitalized for the event. Treatment was not reported. According to the reporter, the infection lasted two and half months prior to the patient passing away in the hospital. The caregiver reported the cause of death was due to the infection; however, this was not medically confirmed. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number: 1019003-02/01/2023-001-r. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.